Event description:
Patient was playing with the chest restraint stap buckle while walking in the walker. The buckle released because h e played with it. He went forward, presumably from the hips and the legs suffered fractures at the knees. According to the report, recent spinal surgery was not harmed in any way. This event occurred in sept 1991 and ws not reported because we were unaware the regulations had changed and we would be reclassified; the new regulations had not taken effect at the time of the incident; and even now, because the smda language stresses serious and permanent injury, we did and do believe the injuries, while unfortunate, were neither the result of a failure of our device nor that serious and certainly not permanentinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.